Manufacturer narrative:
The insulin pump alarmed for a motor error during the occlusion test and alarmed for a loose drive support disk during the prime test due to a faulty force sensor resistor. The motor passed the motor test. The occlusion and no delivery tests could not be performed and no excessive no delivery alarm could be verified due to the motor error alarm and the alarm for a loose drive support disk. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, minor scratches on the display window, a scratched reservoir tube window and a worn keypad overlay.

Event description:
It was reported that the customer was in a car accident on (B)(6) 2014 and since then has experienced issues with his insulin pump. He was hospitalized due to his high blood glucose levels on (B)(6) 2014 and was wearing his insulin pump at the time of hospitalization. He reported his blood glucose level to be 834 mg/dl. His insulin pump has been receiving motor error alarms, no delivery alarms, and the basal is not delivering properly. He also reported that he was in intensive care unit all week and that the hospital administered lantus and humalog injections while he was there. Troubleshooting was performed to test the costumer's equipment. The customer was assisted with removing his reservoir and rewinding his insulin pump. He was advised to reinsert reservoir and run manual prime but received a motor error alarm while attempting to prime. He was then assisted with clearing the alarm and was advised to disconnect from the pump. The insulin pump was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.